Event description:
The patient stated, that her infusion device was beeping and "2.01" with four dashed was displayed. She stated, that the power pack was over 2 weeks old. She stated, that she was aware of the recall, but she had forgotten to change the power pack as recommended. She was instructed to insert a new power pack and her infusion device functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.